Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not give any basal insulin. Caller reported patient experienced elevated blood glucose level of 23.9 mmol/l; went to the hospital and was treated with bolus and tbr via pump. Patient is currently on injections via pen. Requested return of the alleged device for evaluation.